Manufacturer narrative:
The complaint device has been returned for evaluation and we were able to confirm the failure. The most probable root cause of the failure is manufacturing error: the lumen was not prepared properly before printing and the defect was not caught during 100% in-process inspection. The complaint lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging process. We also have not received any other complaints for devices from the complaint lot, and therefore we believe that it was an isolated incident. However, we made our manufacturing associates aware of this complaint. Please note that no patient injuries happened due to this incident.

Event description:
The inc markings of the product released black color into the operative area and into the artery. Therefore the operation area as well as the artery had to be flushed more than normally. The patient was not injured due to this incident.